Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the driveline cable associated with (B)(6) and the associated driveline boot cover (unknown lot number) were not returned for evaluation. There was no evidence that (B)(6) or the associated boot cover had previously been serviced. Review of the pump¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the boot cover¿s device history record was not performed since the lot number is unknown. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the strain relief, evidence of a self-repair. The visual evidence also revealed discoloration of the driveline outer sheath. On-site inspection of the driveline boot cover, as well as visual evidence provided by the site, revealed that driveline boot cover was cut. Of note, the vad team cut and removed the driveline boot cover because it was stuck and difficult to remove, which corresponds with the observed cut in the boot cover. As a result, the reported event was confirmed. A driveline sheath repair, which included a new strain relief rebuilt with tape, was performed to mitigate the reported driveline sheath conditions. Based on historical review of similar events, the most likely root cause of the observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. The most likely root cause of the self-repair event can be attributed to improper handling of the device. Based on historical review of similar events, a possible root cause of the reported event involving the driveline boot cover can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Additional products: driveline cover h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the vad team had cut the dl cover, and it was hardly possible to remove. It was stuck.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the strain relief was repaired due to it being completely missing.

Event description:
It was reported that the ventricular assist device driveline cable required repair due to driveline strain relief damage on a previous repair. The bend protection after the metal connector was completely detached. The strain relief has been previously slit and replaced . Servicing was required and planned to be performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Additional products: d1: heartware ventricular assist system - driveline cover d4: model#: 1175 / catalog#: 1175 / expiration date: dd-mmm-yyyy / serial or lot#: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the driveline (dl) cover cut longitudinal and place over connector. Tape was placed by clinic, and old tape was removed, strain relief completely missed, back nut filled with medical silicon. The strain relief was rebuilt starting on the metal connector and wrapping tape for a length of 25cm tapering downwards. The clinic was told that the cut dl cover should not be placed on the connector again. As no validated procedure available verification cannot be determined. No total wires were exposed and no findings within the logfiles.